Event description:
A health care professional (hcp) via a manufacturer representative reported an implantable neurostimulator (ins) revision due to possible infection and/or rejection during normal use. Because it appeared red in the ins area and to prevent a possible rejection, the ins was moved and reimplanted from infraclavicular pocket (left side) to abdominal pocket (right side). The issue was noted as resolved at the time of the report. The consumer's medical history was noted as parkinson's disease.